Manufacturer narrative:
As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The lead was tested with a device and connector pin was able to be inserted and removed with no anomalies noted. The reported events of oversensing noise, lead fracture, suspected loose pin, and high pacing lead impedance could be not confirmed.

Event description:
Related manufacturer reference number: 2017865-2021-39375. It was reported that the asymptomatic patient presented for follow up in clinic. Upon interrogation of pulse generator recorded episodes of several high ventricular rate were noted due to sensing noise. Additionally, the pacing impedance measurement was high. The physician suspected that the right ventricular lead connector pin was not properly inserted. However, noise was non-reproducible. The patient was scheduled for lead revision and the lead was observed to be wound. The lead was tested via pacing system analyzer and impedance measurements were acceptable. The physician then suspected lead fracture and elected to explant and replace the lead and generator. The patient was stable